Event description:
It was reported that during a forearm fracture case, the surgeon was hammering the nails in and the components of the inserter became loose and the inserter fell apart. All of the fragments were retrieved. The surgeon used another inserter to complete the procedure with no further problems. There was no harm to patient. The inserter is reportedly fairly new.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the head was locked with loctite to ensure a stable fixation. At the present inserter the loctite residues are clearly visible at the shaft thread. This is an indication that the head was fixed as required after manufacturing. However, afterwards it¿s impossible to determine the cause of this occurrence.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.